Manufacturer narrative:
Bent height adjustment rack.

Event description:
It was reported by service report that the bent height adjustment rack was bent and not latching properly. There was pt involvement; however, no adverse consequences were reported.